Event description:
It was reported that balloon rupture occurred. A sterling 018 balloon catheter was used. A 5.0 x20, 135cm charger¿ balloon catheter was then advanced; however, the device failed to cross the lesion. A 4.0mm x 150mm x 150cm sterling¿ sl balloon catheter was selected and advanced to dilate the lesion. During the first inflation, the balloon ruptured at 6 atmospheres. The device was completely removed from the patient and the procedure was completed with a 4.0x100 balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Date of birth: 1974. Device evaluated by MFR.: returned device consisted of a sterling balloon catheter with no other devices. Inspection under magnification revealed a pinhole in the balloon material 72mm from the proximal edge of the distal markerband. There were no irregularities in the balloon material that could have contributed to the pinhole. No proximal weld damage was found in the proximal bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).